Event description:
It was reported, that the patient presented remotely via merlin.net. Upon interrogation, it was found that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that the right atrial lead previously exhibited failure to capture, failure to sense, and out-of-range pacing impedance. Chest x-ray was performed and confirmed lead dislodgement.